Event description:
Fractured atrial and left ventricular pacing leads. Analysis of the pacemaker showed fractured left ventricle and atrial interconnect ribbons. Dates of use: (B)(6)2009 - (B)(6)2010. Diagnosis or reason for use: complete heart block.